Manufacturer narrative:
Investigation conclusion. Investigation pending.

Event description:
Report received of false negative urine hcg on proadvantage combo cassette. Serum bhcg = 59.08. Patient's lmp: (B)(6) 2016. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml hcg cutoff urine control hcg urine control; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Corrections: h-3 device evaluated by manufacturer? Originally listed as no. Correction: answer is yes - device was tested h-6 patient code: originally listed as 2688. Correction: code should be 2199. H-6 device code originally listed as 2379 correction: codes should be 1535 and 1225.